Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2019, perceval(serial# (B)(4)) was indwelled through a midline incision and coronary artery bypass grafting(triple bypass, svg/ao-om-pl, lita-d1) was performed. Because the patient was a small build and the arch of aorta was short, the aorta was incised around 25 mm from the valve. Surgery was performed from CABG, valve sizing was performed, and size s was selected prior to anastomosis to the central side. The transparent side of the size s sizer passed easily through the annulus, and the white side of the size s sizer passed at last with pushing. The 20mm bougie sizer did not pass through the annulus. After removing the calcification site, the perforated part of the annulus was repaired by z-suturing. Perceval was implanted without sizing again. The surgeon judged that there was no problem with visual confirmation, and the implantation was finished. A transesophageal echocardiogram was performed, but it was difficult to identify the image, so an echo was performed with the direct probe of the aorta after the pump was turned off. Echo showed a moderate perivalvular leakage and central leakage from non-coronary cusp. Cpb and x-clamp was performed again and the valve was confirmed, then stent folding was confirmed on the ncc side. Perceval was removed and crown / prt size 19mm was implanted. 1st x-clamp time was 146 minutes, 1st cpb time was 195 minutes. 2nd x-clamp time was 68 minutes, 2nd cpb time was 95 minutes.

Manufacturer narrative:
The manufacturer is submitting a late notification of the date the device was returned. The device was returned on dec. 23, 2019. The manufacturer is concluding it investigations and will update the competent authority regarding the valve investigations and device history record review results.

Manufacturer narrative:
Review of the data filed in the device history record confirmed that the returned perceval heart valve sn a81143, satisfied all material, dimensional, and performance standards required for a perceval valve 21/s at the time of manufacture and release. After decontamination, a visual inspection of the valve was performed according to the procedure 850-08ip200 (current revision at the time of manufacture and release). Photographs of the device were taken during this step. The returned pvs 21/s was received in the styrofoam box, contained in the original plastic jar, and appeared in general good conditions. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. The manufacturer is currently following up with the site to obtain further event information to clarify the underlying root cause of the reported stent folding and will update the competent authority if further information is received. At this time the cause of the reported event cannot be established.